Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was unresponsive. Reportedly, the customer would press the "1", "2", and "3" buttons on the screen; however, when the "3" button was tapped to unlock the pump, it would "reset" back to the "1" button. This was confirmed during troubleshooting with a tandem's technical support. The customer's blood glucose level was 400 mg/dl and it was addressed with manual injections. It was confirmed that the customer had manual injections available as backup therapy.